Event description:
It was reported that a user of the ilet bionic pancreas experienced persistent hyperglycemia, with blood glucose values reported at 308 mg/dl, then 349 mg/dl, and 370 mg/dl despite an infusion set change and a full supply change, while using a dexcom g7 and a contact detach steel infusion set. Symptoms included hyperglycemia. Outcomes included device troubleshooting, education on correct meal announcing and avoiding meal announcements as a correction strategy, adjustment to a higher overnight cgm target, and subsequent stabilization of blood glucose to 158 mg/dl. Investigation included technical review and customer interview. Investigation of this case revealed user technique concerns related to using meal announcements to lower glucose and a need for supply replacement to address persistent hyperglycemia. It was concluded that the event was related to hyperglycemia with contributing factors of user technique and supply effectiveness, with resolution following education and supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.